Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load . A pre balloon aortic valvuloplasty was performed prior to the valve deployment. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth was approximately 0mm on the non-coronary cusp in the cusp overlap view and approximately 1mm in the left coronary cusp in the lao view (images 3 & 4). As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. Despite the shallow depth, the valve was released and immediately after release appeared to be shallower on the non-coronary cusp but appeared to remain approximately 1mm on the left coronary cusp in the lao view. Final angiogram shows that the valve was positioned above the annulus at the end of the procedure. There is no evidence of any further intervention. It was reported that five days post implant, a tomography was performed and thrombus on the valve leaflets was noted. Images of the post implant tomography were provided for review. As listed in the IFU, prosthetic valve thrombosis is a potential risk associated with the implantation of the evolut pro+ bioprosthesis. Computed tomography (CT) images provided. Implant depth appears shallow near right coronary cusp (rcc). Prosthetic valve leaflet near the rcc appears thickened. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated field: b5 corrected: b3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the valve implant, the valve was positioned at 0 millimeter (mm) and after deployment the valve dislodged a few mm higher. The valve gradient at discharge was 6 millimeters of mercury (mmhg). Six days following the implant of this transcatheter bioprosthetic valve, it was noted that the transcatheter valve migrated above the annulus. Tomography revealed thrombosis of one of the valve leaflets. No treatment was reported. The patient was not experiencing any symptoms. It was noted that the patient had a pre-existing platelet disorder (thrombocytopenia) and was not on any anti-platelet/anti-coagulation therapy. The patient was scheduled to have an ultrasound. No adverse patient effects were reported. Additional information was received that a pre-dilation was performed using a 20x45mm semi-compliant balloon. The thrombus was first detected on tomography five days after transcatheter aortic valve implantation (tavi).

Manufacturer narrative:
Image review: computed tomography images were provided. Implant depth appears shallow near right coronary cusp (rcc). Prosthetic valve leaflet near the rcc appears thickened. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the valve implant, the valve was positioned at 0 millimeter (mm) and after deployment the valve dislodged a few mm higher. The valve gradient at discharge was 6 millimeters of mercury (mmhg). Six days following the implant of this transcatheter bioprosthetic valve, it was noted that the transcatheter valve migrated above the annulus. Tomography revealed thrombosis of one of the valve leaflets. No treatment was reported. The patient was not experiencing any symptoms. It was noted that the patient had a pre-existing platelet disorder (thrombocytopenia) and was not on any anti-platelet/anti-coagulation therapy. The patient was scheduled to have an ultrasound. No adverse patient effects were reported.